Event description:
A customer observed non-reproducible tsh results tested several times on a patient sample tested on the eci analyzer. The results were not reported. Biased results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the issue was isolated to one patient sample. The sample was being retested for another testing facility that was not able to obtain a result. Qc results were within acceptable limits. The customer reported no issues with the analyzer. Though the issue was most likely due to the presence of an unknown interferent, the root cause of the event could not be determined.